Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Therefore, a product investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral artery using pod4's. During the procedure, the physician deployed a pod4 into the patient using a lantern delivery microcatheter (lantern) but decided to remove the coil because it was too big for the vessel. The pod4 was resheathed and placed on the back table. Later in the procedure, when the physician was going to re-deploy the same pod4, the coil was inadvertently dropped onto the floor. Therefore, the procedure was completed using a new pod4. There was no report of an adverse effect to the patient.